Event description:
During a laparoscopic cholecystectomy procedure, the instrument ejected clips prematurely into the pt's cavity and clips did not form properly. The surgeon retrieved the clips laparoscopically without incident.